Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone, the insulin pump was not working and causing the customer to have high blood glucose of 427 mg/dl. Most current was 327 mg/dl as she treated with manual injections. Customer's only symptom was sleepiness. Troubleshooting was performed. The drive support cap was reported normal. No air bubbles or leaks noted. Customer removed the cannula and stated it was pretty much straight but it looks slightly bent in an angle. Customer times was not correct. Customer didn't have the tubing clamp so he was advised to call back when he received it to perform high pressure test. Customer stated her blood glucose was initially 165 mg/dl and it went up to 465 mg/dl and during dinner it flexed again. Customer was advised to monitor the device and call to perform high pressure test. The device is not being returned fur further analysis.